Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 plus ventilator was intermittently power cycling on and off. The ventilator was not in use on a patient a the time of the reported event.

Manufacturer narrative:
Product analysis #(B)(4): failure investigation performed by (B)(6) from (B)(6) /2017: one newport ht70 ventilator was received in fi. The reported symptom was verified. After powering the unit on, the unit would iteratively reset after the six-image screen. The issue was found to be intermittent. During the iterative power loop, the customer resistive touchscreen component of the lcd assembly (p/n: dsp3205a) was disconnected from the display board and a known-good touchscreen was connected to the display board. After this replacement, the iterative power loop was terminated and the unit successfully completed post. The root cause of the reported symptom was a defective resistive touchscreen component of the lcd assembly. Since this was a MDR investigation, the lcd assembly will be retained for further analysis if deemed necessary.

Event description:
It was reported that a ht70 ventilator was intermittently power cycling on and off. The ventilator was not in use on a patient a the time of the reported event.